Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6 & h10. Failure analysis - the bactiseal catheter (ID (B)(6)) was not returned for evaluation but a photo was provided and confirm the broken catheter. Root cause - no root cause could be determined as the device was not returned for investigation. The possible root cause for the ¿catheter broke in two.¿ reported by the customer, could be due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
A nurse reported a bactiseal catheter (ID 821749) was implanted on (B)(6) 2023 and several days after implantation, the catheter broke into two shortly after the patient had a computed tomography (CT) scan. The catheter was removed on (B)(6) 2023 and all pieces were recovered. The patient status is unknown, and the catheter was not replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.